Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery depleted from 100% to 20% in one day. The customer also reported having difficulty charging the pump. During troubleshooting with tandem technical support it was confirmed the pump was able to be charged successfully with a different usb cable and wall adapter. There was no impact to the customer's blood glucose level due to the charging issues. It was indicated that the customer would continue to use the pump until the replacement pump was received. In addition, the customer reported experiencing a low blood glucose (bg) level that day (50 mg/dl). The contact reported the customer was playing basketball and believes that was the suspected cause of the low bg level. The customer consumed carbs to correct the low bg level. The contact then reported the customer's bg level rose to 240 (mg/dl) due to possibly overcorrecting for the low bg level. A bolus via the pump was administered.

Manufacturer narrative:
Low bg.